Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had distal end defects in the lens and cover. There were no reports of patient harm. The device was returned and evaluated; there were foreign material found on the light guide lens, objective lens, and plastic distal end cover due to insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: the objective lens, universal cord, image guide protector, protector of the universal cord on suction connector side, and connecting tube had a scratch; the control unit had discoloration. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to dirt on objective lens, the image had partially dark area. Due to scratch on objective lens, the flare occurred. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the colonovideoscope or what the material may be. It was unknown if there was any delay in the start of precleaning. The customer did not wipe/brush the distal end with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.